Event description:
It was reported that during a case, the unit pumped too much saline into the joint space of the pt. It was further reported that the unit spiked to 210 at this time. It was further reported that there were no reports of any adverse consequences to the pt.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The calibration sticker on the product was reviewed. According to the calibration sticker, the product should have been calibrated in (B)(4) 2009. Thus the product was out of calibration by over 2 years. The product was visually inspected. No defects were noted. A tube set was inserted into the product and power was applied. The product was allowed to run for several minutes. The tube set clamps were closed and opened to see how the product would respond to changes in pressure. No issues were noted. A gage was used to check the accuracy of the product. All values were within specification. The cover on the product was removed and the internal components were evaluated. No damage was observed. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.